Event description:
It was reported that the patient temperature monitor value was fluctuated, and water flow was stopped around 10:00 pm on (B)(6) in an arctic sun device. Pre-operation inspection was done without any issues. According to the data, patient temperature monitor value was decreased from 33.5 c to 31.5 c around the issue occurred time. After that, water temperature was controlled correctly. Per review of wo on 23dec2024, device was used on patient and there was no patient injury report.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient temperature monitor value was fluctuated, and water flow was stopped around 10pm on december 14th in an arctic sun device. Pre-operation inspection was done without any issues. According to the data, patient temperature monitor value was decreased from 33.5c to 31.5c around the issue occurred time. After that, water temperature was controlled correctly. Per review of wo on 23dec2024, device was used on patient and there was no patient injury report. Per follow up information received via mail on 24dec2024, the device would be sent to imi. The issue has not been resolved yet. Patient therapy completion status was under investigation. There was no impact to the patient.

Manufacturer narrative:
The reported issue was unconfirmed. At this time, the root cause of the reported event could not be determined. The reported event could not be reproduced. The arctic sun 5000 was evaluated upon receipt. During the evaluation, it was found that the reported issue was not able to be reproduced. Per additional information received, the temp probe was a brand new one. It worked fine. Water flow was stopped around 10pm on december 14th. This issue was not reproduced during servicing. Unit was evaluated for functionality. Arctic sun passed all tests successfully and unit is ready to be back in service. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.